Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. Device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump tried to give 26 units of insulin that she did not program. She immediately removed the infusion set when she noticed. The customer changed the battery to reset it and changed the set but then received a button error when reconnecting. Blood glucose value was 228 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.